Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2014 with the following findings: there was 2 separate cracks found to the battery compartment; the cracks were found on the side of the threads and from the grip down to the case seal. The battery compartment was also found to be leaking during a leak test and moisture and corrosion was found in the battery compartment. There was no damage found to the battery cap and the battery cap secured tightly to the pump. The pump was unable to power on. The pump¿s cover was removed and no additional moisture and corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported an intermittent power issue with the pump. There was reportedly no damage to the battery compartment or battery cap. There was moisture and corrosion noted in the battery compartment. It was noted that the battery cap secured to the pump with no visible yellow o-ring. This complaint is being reported because the reported issue was not resolved during troubleshooting.